Manufacturer narrative:
(B)(4). The lot was manufactured from 02/22/2012 to 02/23/2012. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.